Event description:
The permanent cautery hook instrument has a burnt insulator, however, no electrical arcing during the surgical procedure was observed. No pt harm, adverse outcome or injury was reported.